Event description:
Leica biosystems received a complaint regarding failure of a tissue processing run comprising biopsy samples, which resulted in the specimens "floating when being blocked out". This finding indicated that there was a "carryover of water", in the opinion of the complainant. On (B)(4) 2013, leica biosystems received information that all of the tissue samples involved were diagnosable and patient re-biopsy was not required.

Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the protocol from which sub-optimal tissue processing was reported. Specifically, manual replacement of the reagent in bottle 13 (xylene) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris 11 user manual. Bottle 13 was removed from the instrument for (B)(4) seconds at 15:38 pm on (B)(6) 2013, which is not sufficient time to complete manual reagent replacement, and the properties of the reagent station were reset. Resetting the reagent station set the concentration to the default value of 100% configured in the reagent type definitions. However, the actual xylene concentration in bottle 13 remained unchanged at (B)(4), because the reagent had not been replaced. The minimum final reagent concentration for xylene is (B)(4). The investigation also suggests that a user may have failed to complete manual replacement of the reagent in bottle 4 (ethanol) in accordance with the manufacturer instructions prior to commencement of the affected protocol. Bottle 4 was removed from the instrument for approximately (B)(4) seconds at 15:34 pm on (B)(6) 2013, which is considered to be less than the minimum time required for a user to complete the manual reagent replacement process. Prior to this user action the ethanol concentration in bottle 4 was 56.0%. The minimum final reagent concentration for ethanol is (B)(4). Bottles 4 (ethanol) and 13 (xylene) were used in the final dehydration and clearing steps respectively of the affected protocol. Using a final reagent(s) at less than the minimum concentration required results in water, which cannot be displayed in subsequent processing steps being re-introduced into the tissue.